Manufacturer narrative:
The pump was not returned for evaluation, as it remains in use supporting the patient. No further related events have been reported. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered a right middle cerebral artery stroke at home and was admitted as an inpatient to recover. The patient's inr was therapeutic on admission between 2 and 2.5. Use of tissue plasminogen activator (tpa) was discussed but it was decided to not administer it. The patient reportedly suffered from left sided deficits, including swallowing problems; however, the patient was awake, alert and oriented. It was reported that the patient's pump parameters were stable. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 9 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.